Event description:
Internal investigation identified sensing anomalies that could lead to false reporting of seizure detections and/or low heart rate events. This patient's increase in low heart rate events appears to be related to these anomalies. No further relevant information has been received to date.

Event description:
It was found by the manufacturer's clinical team while analyzing the patient's low heart rate detection data hat there was an unusually high low heart rate detection rate. Detections appear to have started in great quantities per day in late (B)(6) 2019 (150-250 per day).the only change in settings at that time was an increase in autostimulation pulsewidth from 250 to 500 usec during night mode settings. The patient's low heart rate threshold was 40 bpm. The low heart rate was regularly detected after an autostimulation was delivered to the patient, indicating that autostimulation may be causing low heart rate in the patient. The physician was notified of the potential low heart rate she noted that everything seemed normal for the patient and the patient was doing well. She said that the patient had lennox-gestaut syndrome and had most of her seizures at night. She stated that the patient doesn't nap or sleep too much but was in fact a hyperactive child. As a result of this conversation and to be "safe rather than sorry," she brought the patient in the next day and reduced the patient's pulsewidth back to 250 usec and output currents to around ~2-2.25 ma. The patient's mother noted that the patient had been previously seen by a cardiologist because the patient had experienced low heart rate during monitoring. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent an ECG in order to determine whether vns stimulation caused bradycardia. The patient's magnet mode was set to the same frequency, on time, and pulsewidth and an output current >0.25 ma which correlated with the increase in low heart rate detections. The patient experienced no change in heart rate related to magnet stimulation. Both the physician and patient's mother mentioned a history of bradycardia prior to vns implant. It was noted that the patient may just have episodes of bradycardia unrelated to vns which was picked up during the low heart rate detections. The mother noted that there was a tonic state (not alleged against vns) where the patient turned blue and isn't breathing that could be bradycardia. It was noted through data review that when the patient settings were decreased the month prior the low heart rate detections decreased. No further relevant information has been received to date.

Event description:
Further internal investigation confirmed that the patient's low heart rate sensing events were likely related to sensing delays that could lead to false reporting of seizure detections and/or low heart rate events. These sensing issues are more pronounced at higher stimulation settings and most particularly at pulse widths of 500us or higher. This patient was at a pulsewidth of 500 usecs for some time the sense delay is inherent to the device design. No further relevant information has been received to date.